Event description:
Patient was undergoing bidirectional glenn shunt, pulmonary artery plasty and repair of total anomalous pulmonary venous return. After placement of the aortic cannula, it was noted after the obturator was removed that there was a hole in the cannula just above wire reinforced portion of cannula. Cannula was removed and replaced. No blood loss occurred. A new cannula was placed and surgery performed as scheduled.